Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that the male luer was disconnected from the tubing end. Closer visual inspection of the tubing end identified that solvent residue was present but there was no visible plow ridge. The remaining bonds on the device were pull tested with no separations occurring. The evaluation confirmed the reported problem. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number provided in the initial MDR is invalid. The lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer lock separated from tubing in a secondary medication set. The reported condition occurred during priming the set with saline. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.